Event description:
As per additional information, added rupture to capture "possibility of extracapsular rupture cannot be ruled out".

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional information from the physician confirmed capsular contracture baker grade ii, which is not reportable.

Event description:
Physician reported right side capsular contracture baker grade ii, seroma late and irregular contours. The device remains implanted. As per additional information, added rupture to capture "possibility of extracapsular rupture cannot be ruled out".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Physician reported right side capsular contracture, seroma late and irregular contours. The device remains implanted.